Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customer¿s stated problem was verified through functional testing. The investigation determined the most probable cause is the intermittent motor. The motor was replaced.

Event description:
It was reported that the device had a system fault. The event occurred during testing. There was no physical damage reported. There was no patient involvement.